Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was in a car accident due to low blood glucose. Customer stated that she was taken to the emergency room and was hospitalized. The blood glucose reading was 16 mg/dl at the time of hospitalization. Customer stated that she had a insulin reaction that caused the low blood glucose. Nothing further was reported.